Event description:
It was reported that there was an intermittent t-wave oversensing (twos) resulting in detection and therapy for supraventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688, implantable pacing lead, implanted: (B)(6) 2012. A 5076-52, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).